Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the analog pcb assembly caused the device not to power on. Further to the analog pcb evaluation it was determined that the cause of the reported failure was due to an inductor, designator l1 which was highly resistive and prevented the device from powering on. The customer was provided with a replacement device.

Event description:
It was reported that the device had the service wrench and battery icons illuminated in the readiness display. It was also reported that the device beeped with a regular interval. When the battery was removed, the beeping stopped. Further to investigation, it was observed that the device would not power on anymore. It was also reported that with a new battery inserted the device would still not power on. There was no patient use associated with the reported event.